Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 179 mg/dl. Multiple attempts were made by tandem¿s technical support to ensure backup therapy was obtained; however, a response was not received.